Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "we have a 20g 0.75 power loc leaking. Pt is running a 28 day infusion of blinatumomab through his port. Today (07/20) was day 8. At shift change, (1900) charge rn and I looked at his PICC and port and dressings were occlusive with no concerns. At 2045 pt's mom called me in because line between pt's port and clave had cracked/broken and blood was leaking out all over. Prior to this event, patient was just lying in bed watching television, so I do not think he did anything to compromise the integrity of the line. I paused the blina infusion and clamped the line and went to grab the materials I needed to reaccess him. Then I returned and deaccessed his line, reaccessed, and restarted the infusion. Due to the unplanned nature of the event and because we had to attempt the port access multiple times, blinatumomab was paused from 2045-2145. I notified the resident. I saved the needle/clave as well. The port line that broke was a 20g 3/4". We reaccessed him with a 20g 5/8th" was there any patient harm reported? No. Just delayed therapy.